Event description:
For the past several months, the pt had been experiencing high tone. The infusion rate of lioresal 1,000 mcg/ml was increased from 285 mcg/day to 341 mcg/day. Following the dose increase, there was no decrease in tone noted by either the parents or by the physician. An x-ray was done on (B)(6) 2010 and the sys looked intact. There was no evidence of a kink, tear, or disconnection. The decision was made to do an exploratory catheter surgery on (B)(6) 2010. An incision was made at the spinal site where the catheter entered. The catheter was cut and a brisk retrograde flow of cerebral spinal fluid (csf) was seen. Based on this observation, the physician made the decision to replace the proximal segment of the existing catheter. After trimming the existing distal segment at the 24 cm mark, he spliced on a length of 41 cm for the proximal catheter. He then allowed csf to retrograde flow back through the sutureless connector portion of the newly implanted proximal catheter and then proceeded to attach the sutureless catheter to the existing pump. It was noted that when connecting the pin from the spliced proximal catheter, the physician felt the integrity of the existing catheter may have been compromised, so a 1 cm segment was trimmed off and reconnected. There were no kinks or sys anomalies noted. After priming the pump for the newly implanted catheter length with a priming bolus of 143 mcg, the pump was programmed to infuse at 50 mcg every day, which was a decrease from the previous infusion of 341 mcg every day. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4): the proximal segment of the catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.